Event description:
It was reported that during an attempted implantation of the transcatheter aortic valve evfxplus-34, valve infolding occurred on the first attempt. The patient had bicuspid aortic valve anatomy with very calcified anatomy and was treated with pre-ballooning using a true 26 millimeter (mm) balloon. The patient¿s blood pressure dropped and neurological symptoms were reported, with near need for mechanical circulatory support by pumping. Subsequently the valve was removed and replaced with a non-medtronic 29 mm transcatheter valve which was implanted successfully and worked well.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012901732); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-34 (lot: 0013081640); product type: 0195-heart valves. Select patient information and initial reporter information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.